Event description:
It was reported that the numbers on the insulin pump were scrolling without input. There were unresponsive buttons. Blood glucose reading was 86 mg/dl. The customer could not recall any significant event leading up to this keypad issue. Troubleshooting was performed and the insulin pump alarmed. The insulin pump experienced a unexpected restart. The insulin pump initialized again and restarted. The insulin pump was able to go through the rewind and priming sequence. Assisted the reporter with changing the language on the insulin pump to french. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the self test, unexpected restart error test and displacement test. No unexpected restart error alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No number ramping anomaly was noted on the display. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).